Event description:
Boston scientific received information that patient has been feeling dizzy and had multiple near syncopal episodes. System evaluation noted noise which was oversensed and resulted in pacing inhibition. Additionally, impedance measurements were greater than 2000 ohms. A revision procedure was performed and the associated right ventricular(rv) lead was removed from service and replaced. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device remains active in the patient. This product issue will be re-evaluted if additional details are rceived.